Event description:
The MFR of a contact lens cup for use with 3% hydrogen peroxide systems, received a report that a lens cup was cracked. The pt reported experiencing red eyes, which is a labeled, not serious event. The MFR has requested the cup for eval.